Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was not operating properly. No further details were provided. Unable to determine the resolution and status of the lead. No adverse patient effects were reported.